Event description:
On 10/31/2024, a vertos representative reported that a female patient, who was under treatment for a multi-level l3/l4 and l4/l5 mild procedure on the same day, exhibited evidence of a csf leak during the procedure. The operating physician confirmed that the dura was punctured during treatment while using the mild device kit, resulting in the csf leak. The patient did not show any symptoms beyond the csf leak while she remained laying down on the operating table, but did experience headaches sitting up soon after the procedure. A blood patch was performed to remedy the dura puncture following the mild procedure, and the patient was discharged about an hour after the procedure was completed. The patient was reported to have a post lumbar spinal fusion at the l4/l5 level prior to the mild procedure, but otherwise observed with no other unusual anatomy. There have been no further post-operative symptoms from the patient reported following her discharge from the hospital.